Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the end user developed red, open and weepy peristomal skin under the entire area covered by the skin barrier tape collar. The issue has persisted for approximately 10 years. The end user sought treatment from a physician and was issued a prescription for fluocinonide cream. The end user has utilized the fluocinonide cream and has tried removing the tape collar from the skin barrier; however, no improvement to the affected area has been noted. The patient was encouraged to follow up with her physician. No further information was provided.